Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported a patient underwent an implant of a trifecta gt valve along with a coronary artery bypass graft on (B)(6) 2016. On (B)(6) 2022 the patient was admitted to the hospital with heart failure. The patient had symptoms of shortness of breath and peripheral edema. There was no ischemic changes on the electrocardiography. A transesophageal echocardiogram (toe) was performed which revealed severe stenosis. It was noted that it looked like structural valve deterioration due to calcification of the leaflets. It was noted that the leaflets were immobile with increased gradient across the valve. The patients results were sent to the hospital where the implant procedure had taken place in 2016. The patient met with the medical team regarding a plan of care and it was determined a transcatheter aortic valve replacement (tavr) procedure should be scheduled. However the patient passed away later that same day. No additional information has been provided.

Manufacturer narrative:
An event of heart failure, stenosis, calcification, valve explant, and patient death was reported, after more than five years of implant. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was also reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Calcification is a known potential adverse event associated with bioprosthetic heart valves. Per the warnings section of the instructions for use , "accelerated deterioration due to calcific degeneration of the valve may occur in:" "children, adolescents, or young adults", "patients with altered calcium metabolism (e.g., patients with hyperparathyroidism or chronic renal failure)" or "individuals requiring hemodialysis".b6 - relevant test/laboratory data & b6 - relevant test/laboratory data have been updated.

Event description:
It was reported a patient underwent an implant of a 21mm trifecta gt valve along with a coronary artery bypass graft on (B)(6) 2016. On (B)(6) 2022 the patient was admitted to the hospital with heart failure. The patient had symptoms of shortness of breath and peripheral edema. There was no ischemic changes on the electrocardiography. A transesophageal echocardiogram (toe) was performed which revealed severe stenosis. It was noted that it looked like structural valve deterioration due to calcification of the leaflets. It was noted that the leaflets were immobile with increased gradient across the valve. The patients results were sent to the hospital where the implant procedure had taken place in 2016. The patient met with the medical team regarding a plan of care and it was determined a transcatheter aortic valve replacement (tavr) procedure should be scheduled. However the patient passed away later that same day. There was no official consensus on the patient's cause of death, the cause remains unclear.